Event description:
On 06/19/2024, it was reported by a facility representative via sems- (B)(4) that (2) ar-1600m 3-point shoulder distraction systems cables plastic was coming off. This was discovered during a case with no effect on the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-1600m serial/batch number (B)(6) was received for evaluation. Functional testing was not performed as the device was damaged. Visual inspection noted scratches all over the device, the cable cover was ripped off, and signs of wear and tear all over the device were noted. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage.